Manufacturer narrative:
Follow up emdr (B)(4). Bd was unable to perform a thorough investigation as no physical sample was provided provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Production batch history records for applicator material no.: 260299nsb batch no.: 0160547 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode.

Event description:
Material no.: 260299nsb batch no.: 0160547. It was reported shards of glass came out of the applicator and cut the patient. Our infusion team found shards of glass coming out of one of the applicators and cut a patient. I do not know the particular product#, as it was part of a kit, but below is a picture of it. This was a part of the trinity sterile IV start kit MFR cat# 50667. I will also be notifying trinity sterile about this. We were unable to get a product number of the tray, but here are the lot numbers in that par: lot#'s 600002, 600003, and 600004.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 260299nsb, batch no.: 0160547. It was reported shards of glass came out of the applicator and cut the patient. Our infusion team found shards of glass coming out of one of the applicators and cut a patient. I do not know the particular product#, as it was part of a kit, but below is a picture of it. This was a part of the trinity sterile IV start kit MFR cat# 50667. I will also be notifying trinity sterile about this. We were unable to get a product number of the tray, but here are the lot numbers in that par: lot#'s 600002, 600003, and 600004.